Manufacturer narrative:
A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from india, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3/h6) the device was discarded, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 10aug2022) ¿outcome of percutaneous cardiac lead extraction in chronically implanted leads with tight rail rotating lead locking device¿. The study retrospectively aimed to report the efficacy of a novel mechanical dilator sheath in percutaneous endovascular lead extraction and recanalization of long occlusions for the preservation of vascular access. A total of 13 lead extraction procedures were enrolled in the study between june 2017 and june 2019. All extractions were sequentially performed with spectranetics tightrail rotating dilator sheaths. Procedural complications included 1 patient who was converted from local to general anesthesia due to desaturation, 1 patient had partial extraction of an ra lead due to the lead breaking, requiring snaring through the femoral route, and one patient who received a leadless pacemaker 5 days post-procedure (MDR #3007284006-2026-00341). Additionally, there was 3 cases of major bleeding requiring blood transfusion: a 70-year-old male (MDR #3007284006-2026-00342), a 59-year-old male (MDR #3007284006-2026-00343), and a 62-year-old male (MDR #3007284006-2026-00344). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 10aug2022 has been used, the date of publication. Sharma, prabhat,agarwal, naveen,singh, balwinder. 2022. Outcome of percutaneous cardiac lead extraction in chronically implanted leads with tight rail rotating lead locking device journal of marine medical society, 24(2): 159-163. Https://journals.lww.com/10.4103/jmms.jmms_33_22. This report captures the major bleeding that occurred in the 70-year-old male after use of the tightrail device. There was no alleged malfunction of any spectranetics devices in use during the procedure.